Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 309mg/dl. Reviewed the insulin pump's settings and everything seems to be correct. Ran a fixed prime test and passed. The high-pressure test was not performed because the tubing clamp was not available for testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.